Event description:
It was reported the patient was going to have a catheter study to determine if any leaks were present and was "a little nervous." It was noted the patient wanted answers to ¿this crazy puzzle¿ and ¿if leaks not good, if no leaks puzzle gets crazier.¿ pump may be returned. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).